Event description:
Healthcare professional reported bilateral capsular contracture baker grade IV, "painful breast deformity bilaterally and devices are in the superior breast position". Device was explanted. This record is for the left side.

Manufacturer narrative:
Additional data: d.10., g.1., h.3., h.6. Device evaluation: analysis of the returned device identified weight to the spec, deformation, crease fold. Cloudy and bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported bilateral capsular contracture baker grade IV, "painful breast deformity bilaterally and devices are in the superior breast position". Device was explanted. This record is for the left side.